Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass procedure. The manual stapling handle was not firing properly. The stapler was not able to fire. It was replaced with a new stapler to complete the procedure. There was no patient harm.